Manufacturer narrative:
(B)(4)

Event description:
It was reported the during the implant procedure, the stylet could not be removed from the left ventricular lead. The lead was not used and a new lead was implanted. The patient did not experience any adverse event during the procedure and was discharged from the hospital.